Event description:
Caller states that the following readings were obtained on a patient using two inform systems within 10 minutes: 15 mg/dl, 28 mg/dl (inform system 1) and 70 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, caller states that strips are unavailable for return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Device will not be returned to manufacturer